Event description:
Boston scientific received information that this lead is part of an implanted system that exhibited a low, out-of-range right ventricular (rv) pacing impedance measurement. No medical or surgical intervention will take place. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific received new information that another alert in the patient's remote monitoring system was displayed due to this issue. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.